Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Patient reported "sudden swelling for days", "pain", "hardened breast" and "grade iii contracture". Healthcare professional later reported and confirmed "capsular contracture baker grade iii", "radial folds, comparable to creases, inside the implants" and "small amount of fluid around the implants" via ultrasound and MRI. This record is for the right side. Device remains implanted.